Event description:
A vaxcel standard port was placed for therapeutic purposes in 2005. Upon infusion, it was noticed a leak occurred. A dye study revealed leaking located at the clavicle. The port was replaced in 2005.